Event description:
The dealer reported that the power chair stops unexpectedly. It is unknown if the chair alarmed or gave an error code prior to turning off. This issue could case the user to be left stranded.